Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms one of the green cam arms is missing from the device. The missing piece was not returned with the device. This device was manufactured in 2012. This device shows significant signs of wear/usage. A medical investigation was conducted and this case reports that the impactor bumper broke during impaction. Per complaint description, all pieces were recovered and the procedure was completed using a backup device without any delay or patient injury. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the plastic bumper on cam of the femoral implant impactor broke during impaction. All pieces were recovered. No injuries or surgical delays reported. An s+n backup device was available.